Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the ccpd therapy utilizing the liberty select cycler and the reported serious adverse event(s) of dyspnea, abdominal distention and possible iipv which warranted hospitalization. Due to the limited information available, the etiology of the event(s) is unknown; therefore, causality cannot be established. Based on the information available, the liberty select cycler cannot be disassociated from the event. The liberty select cycler was not returned for manufacturer investigation, therefore the allegation of iipv cannot evaluated. Furthermore, the patient reportedly switched to a baxter pd machine due to liberty select cycler issues which also cannot be evaluated. As such, a possible causal or contributory role cannot be excluded. Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was admitted to the hospital for issues with dyspnea, feeling full, and possible increased intraperitoneal volume (iipv). Upon follow up, the pdrn stated the patient was admitted to the hospital on (B)(6) 2018 and discharged on (B)(6) 2018. Pd therapy was continued in the hospital. The patient has continued pd therapy since hospital discharge without further issue. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.